Manufacturer narrative:
(B)(4)

Event description:
The customer reports: attempted insertion of PICC, left arm, wire became stuck and on removal the central line fractured with uncoiling of wire when attempting to cannulate vein.

Manufacturer narrative:
(B)(4). The customer returned an unraveled guide wire and the product lidstock for evaluation. The guide wire was returned as one continuous piece. No other components were returned. Visual examination revealed the returned guide wire has a solid core wire proximal end and a spring guide wire distal end. The guide wire was unraveled from the distal spring wire portion. The transition point from the solid wire to the spring wire was intact. The separated distal portion of the guide wire was kinked in several locations and the solid proximal end was kinked in one location. Both ends of the broken core wire were exposed out of the coils and the coils were unraveled but were not broken in any location. Microscopic examination of the distal portion of the guide wire revealed the core wire was still attached to the distal weld and to the transition weld. The core wire had separated 42 mm from the distal weld. The distal weld appeared full and intact. The separation points of the core wire appeared slightly tapered and pinched indicating a stress breakage. The kink in the solid portion of the guide wire was located 88 mm from the proximal tip. (Con't) other remarks: the length of the guide wire from the proximal tip to the end of the broken core wire measured 412 mm and the length from the distal tip to the end of the broken core wire measured 42 mm. Therefore, the total length measured 454 mm which is within specification. This indicates that the core wire only broke in one location and all pieces were returned. The outer diameter of the solid portion of the guide wire measured 0.0177" which is within specification. The distal end of the guide wire could not be functionally tested due to the damage. The solid proximal end of the guide wire was functionally tested by advancing it through a lab inventory 21ga introducer needle. The solid portion of the guide wire passed through the needle cannula and hub with minimal resistance. A manual tug test confirmed the coil wire was secure to the core wire at the transition point of the guide wire body. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit cautions the user not to withdraw the guidewire against needle bevel during insertion to reduce the risk of possible severing or damaging the guidewire. The IFU also cautions the user to not apply excessive force in placing or removing catheter. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. The customer report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire broke and the coil wire unraveled on the spring guide portion of the swg. Dimensional inspection indicates that no pieces were missing from the returned guide wire. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.22 n (0.5 lbf min) when tested per bs en iso 11070 test configuration. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: attempted insertion of PICC, left arm, wire became stuck and on removal the central line fractured with uncoiling of wire when attempting to cannulate vein.